Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt had a pocket revision due to discomfort at the pocket site. The pt had lost weight and the implant was moved to a more comfortable position.